Event description:
I had the essure coils placed in (B)(6) 2006. From that time until (B)(6) 2008, I had a menstrual cycle that would not stop. In (B)(6) 2008, I had my uterus and cervix removed. The bleeding stopped but since then I have had bleeding gums, pulse sound in my right ear non stop, fatigue, anxiety, severe bloating, frequent urination, bladder infections, yeast infections, joint pain, knee pain, painful intercourse, weight gain, sleep problems, skin problems, metal taste in my mouth, dental problems, swollen hands and feet.